Manufacturer narrative:
Product ID 3093-28, lot# v660708, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the event was a urinary tract infection (uti). It was noted that the outcome was resolved without sequelae on 2014 (B)(6). It was noted that interventions included cipro 500 mg bid. It was noted that the etiology was new illness or injury. It was noted that signs and symptoms included abnormal urinalysis found when the subject was in for coaptite injection.